Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately sometimes post port placement, a new port-a-cath placement through a right subclavian approach with fluoroscopy and partial removal of malfunctioning left sided port-a-cath was performed. The right sided port had good aspiration and good flow without any leakage. Next the port on the left side was addressed removed the port-a-cath without event. There was risk of pulling the cannula and breaking the catheter, exploring the vein, or going in under the clavicle, so left it. The incision was closed. The second port became non-functional and was planned for removal and replacement. Around one year, seven months and seventeen days later, the second port was removed and during the time of removal it was noted that the "port was missing a piece" and there was a 6-7 cm piece of catheter stuck in the lung. The third port was placed in the right chest and was functional. Around eight days later, venogram revealed mal positioning of the right-sided port-a-cath with catheter coiled in the subcutaneous soft tissues about the right subclavian vessels. There was no evidence of catheter fracture. Around twenty-one days later, x-ray chest was performed, and it was suspected that there was a catheter fragment within the pulmonary artery to the left lower lobe. Around one month and nineteen days later, saline flush as well as aspiration confirmed blood return in venogram. Around one month and eighteen days later, computed tomography chest with/without contrast revealed a retained piece of catheter measuring approximately 9 cm extending along the lingular pulmonary arterial branch. Around two months and thirteen days later, computed tomography chest without contrast showed a retained port catheter fragment within the lingular pulmonary artery. As a right sided port catheter placed into the internal jugular vein. The catheter tip terminates in the distal superior vena cava. There was a second retained catheter fragment placed through the left subclavian vein extending into the upper aspect of the right atrium. On the same date, the patient presented with a history of multiple port catheter placement, retained catheter fragment in the lingular branch of the left lower lobe pulmonary artery, second retained catheter fragment from previously placed left subclavian port catheter extending into the right atrium. Removal of the fractured fragments was planned. Fragment was successfully grasped with the snare and pulled into the 9-french sheath under fluoroscopic guidance. Traction was applied and the catheter fragment was successfully removed through the sheath and pulled into the surgical field. No immediate complication was noted. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and difficult to remove issues based on medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the port allegedly fractured, material separated and migrated. The port was difficult to be removed. The device was removed from the patient and was replaced with a new device. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the port allegedly fractured, material separated and migrated. The port was difficult to be removed. The device was removed from the patient and was replaced with a new device. However, the current status of the patient was unknown.